Manufacturer narrative:
This lead remains implanted (but out of service); therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident.

Event description:
It was reported that the patient with this right ventricular (rv) lead underwent a device replacement in (B)(6) 2023. The patient presented to the hospital for fainting on (B)(6), 2023. The physician elected to replace both the rv lead and the right atrial (ra) lead at that time. No report of any abnormal post-operative lead parameters on device check on (B)(6) 2023. At this time, the model and serial number of the replaced ingevity leads are unknown. No other adverse patient effects were reported. Both the old ra and rv lead were surgically abandoned and therefore are not expected to be returned.